Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in september 2022, but the specific date is unknown. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. However, the customer provided a photo confirmed that the tip of the insertion tube was buckling and the needle had penetrated the outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to the needle broke through the sheath. The cause of the needle tube breaking through the sheath may have occurred due to the following mechanism: 1.) The distal end of the sheath was pressed against tissues of the trachea, bronchi, esophagus and surrounding organs. 2.) The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. 3.) When an attempt was made to extend the needle while the sheath was bent, the tip of the needle to be caught in the bent area of the sheath. As a result, the needle could not be extended. 4.) The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by forcefully applying a force to the operating portion while the needle could not be extended. However, the root cause of the phenomenon could not be determined. The event can be detected/prevented by following the instructions for use which state: "·take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. ·if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus, that the single use aspiration needle could not be properly reinserted into the catheter at the end of the bronchoscopy. Leaving the needle outside and perforating the bronchoscope. Both devices were removed from the patient without affecting their health. Two more needles were used from the same lot and failed. The procedure could not be completed. And was subsequently postponed. Though there was a delay, the customer did not consider, that the device contributed to a serious deterioration in the patient's state of health. The repeat procedure was completely successfully in the afternoon of that same day using a non-olympus needle. The patient was discharged in a good state of health. This event requires three medwatches and are reported under the following patient identifiers: (B)(6) - needle 1/3. (B)(6) - needle 2/3. (B)(6) - needle 3/3. This medwatch report is for patient identifier (B)(6).